Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would not work on battery power. They tried known-working batteries and charging the bsm overnight. The bsm would only work when it was plugged into the charging dock. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would not work on battery power. Not in patient use.